Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the pump gave an error 1870. It was restarted , but the alarm returned after 30 seconds. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.